Event description:
Customer reported she was hospitalized due to low blood glucose. Customer stated that she was working and her blood glucose dropped to 16 mg/dl and she passed out on her customer's sofa. The ambulance was called and customer was being treated with glucose but couldn't bring it up so she was taken to the hospital. Customer was released and she went to see her doctor as they are working on controlling her low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.